Event description:
It was reported that the pt's device electrode migrated and there is a change in impedances. The pt is experiencing sound quality issues and a decrease in performance. Revision surgery will be scheduled.